Manufacturer narrative:
Age, weight, ethnicity: unknown/ not provided. If explanted; give date: lens remains implanted, therefor not explanted. (B)(6). Device evaluation: the intra-ocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient describes a significantly better image quality on the right eye (ra - with glasses). On the left eye (la) he is very sensitive to light and perceives starbursts. Visual acuity does not increase by more than 0.8 through the lenses. So far everything is unobtrusive, except for the I-trace measurement. In the slit the iols both seem to be inconspicuous. Dli = dysfunctional lens index for the left eye is very low. The low dli value left eye implies a problem with the iol for the surgeon. The low dli value is consistent with the patient's description. The surgeon does not see any changes in the iol at slit lamp. Post-operative manual refraction (B)(6) 2020: ra: -0,50 -1,00 105° vcc 1,0 vsc 0,3. La: -0,50 -0,75 80° vcc 0,8 vsc 0,4. Through follow-up we learned that the lens was implanted on the (B)(6) 2019 and that the patient feels an impact on daily activities because of the starbursts and light sensitivity. There were no interventions yet and none are planned so far.